Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during thoracoscopic right upper lung resection, poorly closed staples were observed. The suture reinforcement was performed immediately to fix the staple line and the case was completed.